Event description:
It was reported that the luer valves of three (3) clearlink system non-dehp buretrol sets were "loose and not bonded" and subsequently the luer separated from the tubing. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One (1) actual sample was received for evaluation. The other samples were not received and therefore, could not be evaluated. Visual inspection was performed using the naked eye which observed that the luer activated valve was separated from the burette. The other components were correctly placed according to specifications. Dimensional testing was performed at the set and no defect was observed. Additionally, it was observed that the luer did not have solvent in the joint. The reported condition was verified. The cause of the condition was due to manufacturing process related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.